Event description:
It was reported that during surgery the handgun did not function when pressing the trigger. It would not spray. There was no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation visual inspection of the interior of the battery pack pack found one of the batteries was leaking electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: taiwan. The investigation is complete. This is an initial final report submission. Functional testing of the returned product identified the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found one of the batteries was leaking electrolyte inside of the pack. No additional damaged or issues found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.